Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one venclose evsrf catheter was received for evaluation. Upon visual inspection, the device appeared to have residue throughout. Multiple partial indentations were observed throughout the power cord. Multiple kinks were observed throughout the catheter. The indentations and kinks were not reported by the customer and are likely due to the way in which the device was packaged for return; therefore, the indentation and kinks will be considered incidental. Upon opening the handle, no damage was noted throughout. All wires were noted to be intact and in place; however, the red signal wire appeared to have a poor solder. The proximal battery was noted to be partially seated, and distal battery were noted to be fully seated within the battery holder. Both battery holders were clean. Catheter was plugged into original batteries and remained on home screen. New batteries were inserted, and the catheter was plugged into the in house generator. The catheter was recognized, and it was functionally tested with the new batteries and error 21 was presented on first cycle long test. The resistance across the tc wires is 587.5 kohm's which is above specifications indicating it most likely a broken wire inside the shaft. Temperatures were rising when plugged in. The solder joints were examined again, and the red signal wire solder joint appeared compromised, possibly fractured. There didn't appear to be a good bond with the solder joint material. The red wire was resoldered, and the issue was corrected. This will be a confirmed finding for solder fracture at the red signal wire solder joint. Therefore, the investigation is confirmed for the reported error 21 issue, and the investigation is determined to be confirmed identified poor solder contact/fracture. A definitive root cause for the reported error 21 is due to the poor solder joint of the red signal wire which is a manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, upon the catheter activation error code 21 was allegedly seen on generator. The procedure was completed by using another device. There was no reported patient injury.